Event description:
We had installed the hill-rom nurse call system. This system includes a nurse locator feature. This feature will note all rns and cnas location, thus enabling an individual to know where each rn or cna is at any given time. Prior to the system totally going down on (B)(6) 2011, it would not keep up with the rns/cnas as they changed locations. We have been in discussions with hill-rom and it is our understanding that this system recently has an updated computer program and according to hill-rom, there was an interface problem. The system has been fixed and as of today was working properly.======================manufacturer response for hill-rom nnc feature server, (brand not provided) (per site reporter)======================their engineers have discovered an interface problem; this has been repaired.